Manufacturer narrative:
(B)(4). Investigation: the disposable set was not returned for investigation as there was no problem w/the set. A service call was not placed because the trima system operated as intended with the information the operator entered. The donor did not experience any adverse symptoms nor was any medical intervention required in this incident. DHR was reviewed and no problems were noted. Root cause: operator error. Corrective/preventive action: the support specialist who handled the call gave the customer some re-training as to the danger of running a donor with the wrong parameters.

Event description:
This report is being filed as a result of changes to our MDR evaluation process. We continue to refine our MDR process to better align with current agency policy. We regret that this change has caused this MDR to be filed outside the required timeframe. The customer was not willing to provide the patient's age or date of birth. The customer called to report an operator entered an incorrect platelet count of 476 for a donor instead of their actual count of 239. The customer wanted to know what impact there might be due to this mistake. The medical director called the donor and asked that they return for a post platelet count but he refused.